Event description:
Clinician narrative: an impella cp was inserted via the right femoral artery in a 61-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient had a known history of coronary artery disease and required inotropic support, vasopressors, and mechanical ventilation for respiratory support. He was classified as society for cardiovascular angiography and interventions stage e cardiogenic shock. The purge solution consisted of 5 percent dextrose in water with 25 milliequivalents of sodium bicarbonate. The patient underwent left main and left anterior descending coronary angioplasty with percutaneous transluminal coronary angioplasty, stent placement, and intravascular ultrasound. During support, the patient¿s urine was noted to have a pink to red discoloration. Hemolysis testing was performed and confirmed laboratory evidence of hemolysis. Device position was evaluated and confirmed to be appropriate. The clinical situation was assessed by the treating provider and deemed acceptable, and support was continued without reported repositioning or exchange. Hemolysis resolved 2 days later by repositioning the pump. No harm to patient. Patient survived to explant. Hemolysis is a known potential complication of temporary mechanical circulatory support in patients with profound cardiogenic shock, particularly in the setting of severe left ventricular dysfunction, high inotropic and vasopressor requirements, and complex coronary intervention.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was most likely use related since clinical team confirmed hemolysis was resolved by repositioning the pump.